Manufacturer narrative:
Manufacturer reference number: (B)(4). Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy, anterior and posterior colporrhaphies with mesh platforms anteriorly and posteriorly, sacrospinous fixation, tension-free vaginal tape, urethropexy, cystoscopy, sphincteroplasty, and lysis of adhesions. The pre-op diagnosis was urogenital prolapse, chronic pelvic pain, stress urinary incontinence, anal sphincter disruption. The post-op diagnosis was urogenital prolapse, chronic pelvic pain, stress urinary incontinence, anal sphincter disruption, and exam consistent with adenomyosis, and pelvic adhesions. The patient visited the ER on (B)(6) 2004. The patient was having some back pain for about 4 days and it was getting progressively worse. It was bilateral and it was worse on the right. It seemed to radiate somewhat down towards the groin. The patient visited the ER on (B)(6) 2010 with a uti. The patient notes dysuria, urgency and frequency repeatedly in the last 3 weeks often with hematuria and sometimes flank pain.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2004: urinalysis positive for rbc¿s, bacteria and squamous epithelial cells. Urine culture positive for escherichia coli. Diagnosed with pyelonephritis. On (B)(6) 2010: urinary tract infection. Urinalysis positive for wbc¿s, rbc¿s, squamous epithelial cells and amorphous crystals - urine culture positive for enterococcus/streptococcus d.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.